Manufacturer narrative:
The customer has not returned any product.

Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation is lay user/patient.

Event description:
There was an allegation of a questionable inr result for one patient tested with coaguchek xs meter with serial number (B)(4) compared to another coaguchek xs meter with an unknown serial number. The result from the meter at 12:30 pm was 4.7 inr. The result from the other meter at 12:32 pm was 3.6 inr. The therapeutic range was not provided.